Event description:
Caller states the patient tested 2.5 inr on coaguchek test system 1 and 6.9 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system 1: meter, strip lot 417a-f12, exp 3/2008, cat/3116247. Coaguchek test system 2: meter, strip lot 393a-g14, exp 3/2008, cat/3116247.

Manufacturer narrative:
This medwatch is for suspect device for system 2: coaguchek test strip.